Event description:
Smiths medical has reported that they were notified that the pt was trached surgically with a trach tube. The tube went interstitial approximately 2 weeks after placement. Pt was sitting quietly in bed. Dislodgement not associated with change in positioning or mobility. Tube was replaced with another and a bronchoscopy was performed to verify position. The next day the tube was again found to be interstitial when rt was unable to pass a suction catheter. Pt had been on nebulizer via t-piece. Tube was replaced with a bivona midrange air cuff with no further problems.